Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient reported getting inaccurate readings. Her cgm reading was 114 mg/dl while her fingerstick reading was 46 mg/dl. She did not mention what her symptoms were at that time or if any calibrations were done. She took 500 mg of metformin prescribed by her doctor to treat her glucose (takes every night, diabetes management). The patient passed out at some point and her fiance called the ambulance. The patient reported not sustaining any injuries when she had passed out. The patient cannot remember how long she had passed out as well as what medication/treatment and cgm/bg readings when the paramedics arrived and while she was at the hospital. The patient was at the hospital for less than 24 hours. At the time of the report, the patient was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.